Manufacturer narrative:
One device was returned for repair with complaint of downstream occlusion (dso) issue. Log events were reviewed and there were no errors related to the complaint. There were no previous services reported. Visual and functional testing was performed. The downstream occlusion (dso) seal was degraded. The dso seal was replaced, and sensor calibration was performed. Device passed all testing post repair.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm. There was unknown patient involvement.

Event description:
Additional information was received informing that the issue occurred while in use with the patient. The event resulted in a delay in the patient's therapy, and the pump was swapped out.

Manufacturer narrative:
A1 - patient identifier, a2 - dob, a3a - sex, b3 - date of event, b5 - describe event or problem: additional information.